Manufacturer narrative:
Based on the claim against the product by the customer noting malformed staples, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did received the sureform stapler instrument to perform failure analysis. The sureform stapler instrument was analyzed and failure analysis was unable to replicate nor confirm the customer reported complaint. The sureform stapler instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests on three out of three attempts. The instrument moved intuitively with full range of motion in all directions. The instrument was installed with a known good stapler reload and the staples formed correctly during inspection while using test foams as well as test sheets. The instrument also clamped, fired, and unclamped as expected. The grips opened and closed properly. The logs were reviewed and the instrument was found to have engagement failure at the time of the event. This is unrelated to the primary issue related to malformed staples. The engagement failure was not reproduced during testing. Per error fault definition, the instrument may had roll binding between the roll gear and main bushing, likely causing engagement failures. Manual rotation of the main tube observed noticeably higher friction likely due to the main bushing ID being too small. The root cause was attributed to be manufacturing related. A system log review was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The logs showed that sureform 45 stapler instrument was installed on the system 11 times and fired four reloads (three green, followed by one black). On the first five installs, the instrument failed to engage with the system. Logs show five instances of error code 22020 (engagement failure), with parameters of the errors indicating that the roll hardstop check failed in each instance. The final six install attempts were all successful, however no clamping or firing was performed on the second or third successful install. On the first successful install, clamping was successful, and the firing was completed with no pause for compression. On the fourth successful install, there was an incomplete clamp attempt, which stopped at ~60% completion after a duration of 25 seconds. The next clamp attempt was successful, but the subsequent firing failed at ~84% completion after a duration of ~34 seconds. Max torque during the firing was ~694 n. On the fifth install, the system failed to detect the reload color and the user manually selected the green reload via the gui on the surgeon side console (ssc) touchpad. On the fifth and sixth successful installs, there was a completed clamp followed by a firing failure. Both firings failed at ~57% completion after durations of ~34 seconds. Max torques during each firing were ~694 n and ~695 n, respectively. It is likely that the thickness or condition of the tissue on the last three fires, prevented the staples from contacting the anvil side of the jaws to be formed into the proper ¿b¿ shape. This complaint is reportable malfunction event due to the following conclusion: it was alleged that staples were malformed. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 stapler instrument staples did not form and could not be detached. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. It was unknown if the sureform stapler instrument and the accessory were inspected prior to use. The green reload was used. The reload was discarded and will not be returned for evaluation. The staples did not form b-shape, and the tissue could not be cut. The target tissue was the rectum. There was no bleeding observed on the staple line and no unplanned tissue removal due to the stapling issue. The customer used a third-party stapler instrument to complete the surgical task. The procedure was completed with no reported injury.